Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2314 is being used to capture the reportable event of fistula.

Event description:
It was reported that the spaceoar was implanted and one week later, the magnetic resonance imaging (MRI) did not show infiltration into the rectum. However, it appeared to be biased toward the right lobe. After stereotactic radiotherapy the patient complained of bloody stools, the patient was treated with medications to soften the stools. On (B)(6) 2024, an endoscopic procedure revealed a fistula. The computerized tomography images revealed that the fistula was traveling into the rectum from the area where the gel was implanted, the patient has been receiving hyperbaric oxygen therapy.